Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced bent/worn tip clamps at position #1, #5 and #6. Verified proper alignment and calibration of x-arm, cleaned all tip clamps and plunger clamps. The instrument was tested without further problem, and was returned to expected operation.